Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown amphetamine, fentanyl, diluadid and morphine at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain and cervical/neck issues. It was reported that the healthcare provider (hcp) advised the patient that the pump would need to be replaced back in 2013 because it "would soon be dying" but the patient was unable to have the surgery performed due to financial and medical reasons. It was reported that the patient battled with their hcp about the medication that was put into the device and they continued to take oral medication throughout the time the device was in use. The pump went empty and had been alarming since. It was noted that the alarm began as a "little beep" and then a couple of months ago it "rang constantly for several hours". The pump currently was alarming constantly (a 3 ring pattern that stops for 30 seconds then repeats). The caller stated that the pump alarm was very disruptive and interrupting her life; she could hardly sleep or go anywhere. The caller inquired how long the pump could continue to alarm and they were informed it would be until the battery depletes. It was recommended that the patient follow up with the hcp to have a device manufacturer representative come turn the pump alarm off. No further complications have been reported as a result of this event.